Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at her scs ipg site due to the size of the ipg. As a result, the patient underwent surgical intervention at which time the patient's ipg was explanted and replaced with a different model ipg. The issue has reportedly resolved postoperative.